Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for the MRI was follow-up of multiple sclerosis (ms) ordered by another physician. No further diagnostics/troubleshooting was performed to resolve the motor stall. The motor stall recovered in approximately 21/2 hours. The cause of the motor stall was noted as due to MRI and actions/interventions taken to resole the motor stall was repeated interrogation. The motor stall was resolved and the patient¿s weight at the time of the event was unknown. The clinician programmer used at the time of this event was model number 8840. It was noted the device remained implanted and was functioning. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 144 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient recently had magnetic resonance imaging (MRI) and a motor stall was seen at initial interrogation. It had not been less than 2 hours since patient exited the MRI field. The pump patient exited the MRI field 2 hours ago. Re-interrogating the pump with logs was being considered. No patient symptoms at this point was indicated. It was noted that an update was done; a dose increase was programmed. It was reviewed to keep checking the pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.